Event description:
It was reported that a unit was returned for maintenance requiring repair due to multiple nonconformances. The following was noted deformed engagement lever; damaged machined head; illegible serial/part number; worn reciprocation arm and screws; loose swivel; out of calibration; damaged widthplate; and unstable motor speed. There was no patient involvement. Diligence is complete.

Manufacturer narrative:
The report is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.